Event description:
It was reported that the nurse stated patient started therapy that morning with patient temperature (pt) 38c and targeted temperature (tt) set to 37c. Arctic sun device had cooled patient below targeted temperature (tt). Walked through event log which shows alert 113 (reduced water temperature control). System diagnostics outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 18.1c, inlet temperature (t3) was 17.1c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 364.5, pump hours were 119.9. Walked through draining 16 ounces of water from right drain port and restarting therapy. Called back 35 minutes later and patient temperature (pt) increased from 35.9c to 36.4c with water temperature (wt) 36.8c and water flow rate (wfr) was 3.6 l/m. Sn # (B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was overfill. The nurse stated patient started therapy that morning with patient temperature (pt) 38c and targeted temperature (tt) set to 37c. Arctic sun device had cooled patient below targeted temperature (tt). Walked through event log which shows alert 113 (reduced water temperature control). System diagnostics outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 18.1c, inlet temperature (t3) was 17.1c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 364.5, pump hours were 119.9. Walked through draining 16 ounces of water from right drain port and restarting therapy. Called back 35 minutes later and patient temperature (pt) increased from 35.9c to 36.4c with water temperature (wt) 36.8c and water flow rate (wfr) was 3.6 l/m. Sn # (B)(6). Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: "approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of this investigation, no additional actions are required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient started therapy that morning with patient temperature (pt) 38c and targeted temperature (tt) set to 37c. Arctic sun device had cooled patient below targeted temperature (tt). Walked through event log which shows alert 113 (reduced water temperature control). System diagnostics outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 18.1c, inlet temperature (t3) was 17.1c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 364.5, pump hours were 119.9. Walked through draining 16 ounces of water from right drain port and restarting therapy. Called back 35 minutes later and patient temperature (pt) increased from 35.9c to 36.4c with water temperature (wt) 36.8c and water flow rate (wfr) was 3.6 l/m. Sn # (B)(6).